Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the vessel sealer extend (vse) instrument was not recognized on the e-100 generator. The customer received phone assistance from the technical support engineer (tse). Upon verification, the customer reported the instrument could be recognized on the viodv generator but not the e-100 generator. The customer confirmed the instrument was properly installed on the universal side manipulator (usm) arm. The customer had performed a power cycle of the e-100 generator. The customer was advised to perform a power cycle of the whole system including the e-100 generator and confirm if the issue persisted. The customer will follow the troubleshooting advice after the surgery. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the system was not inspected prior to starting the procedure. The generator initially powered on without errors. There was no problem with the vessel sealer extend instrument. The customer did not recover the issue and used the erbe viodv generator to complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse inspected the e-100 generator and identified the led did not light up even when the vse instrument was connected. A suspect e-100 generator was identified and the fse replaced the e-100 generator to correct the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the replaced e-100 generator involved with this complaint and completed the device evaluation. Failure analysis of the e-1oo generator with an in-house system confirmed the customer reported failure during initialization. Investigation confirmed that the e-100 bipolar led was off and the cut and seal functionality was unable to be activated. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. Verification via logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No related error was identified through the system logs. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation this complaint is considered a reportable malfunction due to the following conclusion: the e-100 generator was non-functional after the start of the procedure and the surgeon was able to continue with the procedure robotically using another generator (erbe viodv). Failure analysis of the returned e-100 generator confirmed the failure due to a component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure conversion/abortion. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.